Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose levels (220+ mg/dl). Customer has had kinked and bloody cannulas, and previously went to the emergency room for a high blood glucose level and large ketones. Insulin is not loaded at room temperature. Customer is four years old.